Event description:
A baxter clinical educator contacted product surveillance to report that a home patient's (hp) transfer set broke off. She had no further information. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the home patient (hp) pulled on the transfer set and it came apart. The nurse explained that the hp reconnected the transfer set. The nurse had the transfer set sample available for evaluation. The hp was given prophylactic antibiotic treatment and there have been no adverse events as a result of this event, per the nurse.

Manufacturer narrative:
(B)(4).